Manufacturer narrative:
The reported event of a loss of bluetooth (ble) telemetry when interrogating using the merlin programmer and an inability to pair was confirmed. The provided session records and patient application logs were reviewed by abbott engineering and a failure to connect to the device was observed with both the merlin programmer and the patient application. The root cause for the communication issues were unable to be determined since system logs from the merlin programmer at the time of the event are unavailable.

Event description:
It was reported, during an implant procedure, following the connection of the leads to the device, the bluetooth (ble) telemetry connection was lost. Following the procedure, the device was attempted to be interrogated again using ble and was unable. The device was however, able to paired via ble to the remote monitoring application. The patient was stable and will continue being monitored.